Event description:
It was reported the epg (external pulse generator) turned off two times while in use on a patient. The first time, the nurse noted the patient's heart rate was decreasing, the epg was immediately turned back on, and the heart rate was stabilized. The second time, the nurse noted the patient's heart rate lowered to 30 beats per minute. The patient was connected to a new epg, and the original epg was removed from service. The patient's heart rate was able to be stabilized with the new epg. The original epg was returned for repair. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) turned off by itself twice, while in use with a patient. The patient's heart rate decreased to thirty beats per minute and was then connected to a new epg. The chronic epg was returned for service. Technical support provided repair estimate and emailed the return form. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, device passed all functional testing. The device was run for 48 hours and no anomalies were observed. It was also noted that one side bail cover was broken and one side bail cover was contaminated, and the keyboard was contaminated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the epg (external pulse generator) turned off two times while in use on a patient. The first time, the nurse noted the patient's heart rate was decreasing, the epg was immediately turned back on, and the heart rate was stabilized. The second time, the nurse noted the patient's heart rate lowered to 30 beats per minute. The patient was connected to a new epg, and the original epg was removed from service. The patient's heart rate was able to be stabilized with the new epg. The original epg was returned for repair. No further patient complications have been reported as a result of this event.